Event description:
Pt reported a "defective cassette" (no specific information provided). Declined to speak with a pharmacist. Unable to obtain lot number and expiration date from patient as this information was not provided. Serial number not provided. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes was any medical intervention provided? Unknown. Is the actual device available for investigation? Unknown. Did we replace device? No, patient declined replacement. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Unknown. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown (patient has backup). Resolved? Ongoing? Reported to cvs/caremark by: patient/caregiver.